Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a px slim delivery microcatheter. During the procedure, the physician was unable to advance a px slim through another manufacturer's catheter. Both catheters were removed and flushed, yet the px slim still would not advance through the catheter. The procedure successfully continued using new devices. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: there was no visible damage to the pxslim. Conclusion: the complaint has been evaluated. The complaint indicated that the pxslim could not be advanced distally in a 4f cx catheter (a non-penumbra product) farther than the middle of the 4f cx catheter. Evaluation of the returned device revealed the pxslim was functional. A 0.025" mandrel was inserted through the hub of the pxslim and advanced distally out of the distal tip. This confirmed that there was no ovalization in the px slim shaft that could have caused the outer diameter to be out of specification. The 4f cx catheter mentioned in the complaint was not returned for evaluation. It is unknown and not mentioned in the complaint if the catheter was damaged. The cause of this complaint cannot be determined. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.